Event description:
Customer reported the reported the insulin pump alarmed sensor error and then wet sensor. Customer also stated that at night customer cannot hear the alarms because he takes out his hearing aid when he falls asleep. Customer was advised to use vibrating feature. Customer stated he will end the sensor and restart it, customer was advised that he was using it off label use. Customer reported the insulin pump kept alarming low blood glucose and it was not. Customer stated when he calibrated the next morning the sensor continue working. Troubleshooting was performed for bad sensor and calibration error. Customer was advised to monitor and call back if issue recurs. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.